Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture and residue/debris on the product in a microcentrifuge vial. Visual inspection found the haptic torn with foreign material on the lens surface, specifically residue on the lens. Claim #(B)(4).

Manufacturer narrative:
A4-a6:unk. H6: patient related factor. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vicmo13.7 implantable collamer lens of -13.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was removed and the problem was resolved. Cause of the event was a patient related factor. Reportedly, "the cornea was clear, the incision was well healed, the anterior chamber was deep, the crystal was transparent, and no obvious abnormality was observed in the fundus."